Event description:
It was reported that using a brachial artery access approach during a procedure of the mildly tortuous, mildly calcified, de novo ostial occlusion of the left subclavian artery, the vessel was recanalized using a 6 fr sheath, 0.035 non-abbott guide wire and a 5 mm x 40 mm x 80 cm fox plus balloon dilatation catheter (bdc). While advancing the omnilink elite stent delivery system (sds) resistance was met and the sds did not smoothly advance through the lesion. The sds was attempted to be removed from the anatomy for an inspection, however, it could only be retracted partially into the sheath; a small cutdown was made by the physician to successfully withdraw the stent completely. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the omnilink elite peripheral stent system instructions for use (IFU) states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. Based on the reviewed information, no product deficiency was identified.